Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Voluntary user medwatch number is (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2014-02604 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system and a solyx sis system were implanted in a patient approximately four years ago. According to the complainant, the patient experienced vaginal and leg pain. In 2013 and 2014, the patient had surgery to remove as much of the mesh as possible. Following the last procedure, the patient was reported to be in satisfactory condition.